Event description:
It was reported that during an unknown procedure, when the surgeon entered different devices into the trocars, the trocars lost the pneumoperitoneum. The surgeon replaced the sleeves with fourdifferent sleeves and the pneumoperitoneum was restored. Condition of the patient was normal after the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. (B)(6).